Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection (inj) vancomycin intraperitoneally (ip) 1 gram stat dose, inj amikacin ip 500 milligram stat dose and then 100 milligrams once daily (duration not reported), and inj fortum 1 gram once daily (route and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested but is not available. This is report 3 of 3.